Event description:
It was reported that the patient's implantable neurostimulator (ins) displaced an "end of service (eos)/end of life (eol) message." Additional information from the patient stated that she had her ins "replaced on an emergency basis because of pain in the ins site." The patient reported the device was "uncomfortable" because she "lost 35 pounds in a month and a half." A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: extension: product ID 3889-28, lot# j0343818v, implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had discomfort at the site of device removal. The original lead had to be removed and the health care provider (hcp) had a hard time pulling it out. With 'some cut down,' the lead was removed. The patient was doing well.